Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the proximal right coronary artery. A 20 x 4.00mm promus elite drug eluting stent was selected for use. However, upon performing a guide for the implant, the stent was dismantled from the balloon. Subsequently, the stent was captured and the hydrophilic guide was changed. The procedure was completed with a different device. There were no patient complications reported and the patient was stable.